Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they had great results with the trial but since implant the therapy wasn't doing anything for their symptoms. The patient said right now they had no more control than they did prior to getting the interstim. The patient said they were using pads again. The patient said they were paralyzed on a side of their body and have balance issues and said that the 2nd day after implant surgery they fell into the couch and landed on their butt and their husband kept telling them that they worried that they could have screwed up their implant. The patient was told by healthcare provider to increase stimulation every 2-3 days . The patient said when they went to show their nurse the settings the settings were on zero so patient turned stimulation back up. The patient said they went back into their settings today to turn therapy up and found that they were at 0 ma again. During the call the agent had the patient walk them through connecting with therapy app and therapy was on, the patient increased stimulation and then proceeded to turn therapy off. The patient was using app incorrectly and didn't understand that they had been turning off therapy. The patient was educated on use of the app. During the call the patient was able to turn therapy back on and felt stimulation comfortably in their bicycle seat area. The patient will monitor symptoms and will follow up with health care provider (hcp) as needed. The patient said they have an appointment with their managing hcp on (B)(6). On 2026-jan-16 additional information was received from a healthcare professional (hcp). The hcp reported that the patient's doctor met with the patient on (B)(6) 2026. At this meeting the patient was not paralyzed and was able to walk. The nurse further stated that the patient fell in their home. An x-ray was done, and the patient lead was intact however the ins had moved to the surface. The patient and hcp were planning for a revision of the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.